Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
During preventive maintenance the ventilator device alert for technical event te 246005 (alarm monitor defect) and technical failure tf 485001 (ambient failure detected). There is no prior indication that something was technically wrong with the ventilator device. There is no patient involvement reported. The ventilator device got calibrated successfully. No abnormalities were noted. Ambient failures are assessed as reportable.

Manufacturer narrative:
Investigation outcome: it reports that during maintenance, technical event (B)(4) and an ambient failure were noted. No patient involvement. The issue occurred during testing, not during actual ventilation. The log files showed that this occurred during a self-test during maintenance. Hamilton medical ag has requested further information. However, no further information besides "I was able to preform full scale calibration and everything was good to go. But I wanted feedback on this technical event." This case is considered as closed.